Event description:
It was reported that the patient received inappropriate therapy due to noise. Noise was reproducible with isometrics. Low impedance with an increase in capture were found. Lead fracture suspected. At device change out for eri. Lead was cut, capped, and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.